Event description:
It was reported that an autopulse nimh battery failed quarterly testing and had low power output. There was no report of a pt injury.

Manufacturer narrative:
Zoll medical corporation has not rec'd the product for eval. If product is returned to the MFR, a supplemental report will be filed.